Manufacturer narrative:
Date rec¿d by MFR : 11jun2019, date of report : 24jul2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported touchscreen failure issue. The fse remotely recommended replacing the man-machine interface (mmi) printed circuit board. The customer confirmed the issue is resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touchscreen failure. There was patient involvement, but no one was harmed.